Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the sieve is dusted. As stated on the repair statement additional malfunction on this device: power switch not alarming, pe valve alarming/shut down/not shifting.